Event description:
The customer purchased this heating pad less than one year ago and has used it regularly. The owner's manual suggests regularly examining the actual pad by removing the cloth cover. When the consumer started to remove the cover she found that the heating element had burned through the plastic inner cover, there were wires sticking out, and the cloth cover was stuck to the melted plastic. The consumer called the MFR who instructed her to send in the heating pad for a replacement. They did not ask for any info about the product.